Event description:
I received mentor silicone breast implants and fully participated in the annual post-study online. Each year I could track my decline in health, to include chronic muscle pain, chronic migraines, tinnitus resulting in hearing loss, oral gum instability resulting in complete teeth loss, gastrointestinal pain; chronic uti and kidney disease, liver disease (including mass on liver); chronic insomnia, and weight gain (despite being post-operate rny gastric bypass). My surgeon did not include the device serial numbers on my operative report, nor will mentor give them to me (I used them to register, so I know they have them). I am going to explant on (B)(6) 2020. I could not report this condition to the MFR because they would not do intake without the serial number of the devices. Thyroid nodules, severe anemia (requiring iron infusions). FDA safety report ID# (B)(4).